Event description:
A customer observed repeatable, negative vitros ahbc results from a single pt tested on a vitros eciq analyzer. The same pt sample produced positive results on a competitive system. False negative results may lead to inappropriate physician action. It is not known if the biased result was reported. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The investigation was unable to determine reagent or analyzer performance as the customer declined to provide data for the investigation. The root cause for the false negative vitros ahbc results could not be determined, however, the possibility of an unk sample interferent could not be ruled out.